Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was driving at the time of the incident and lost consciousness. The customer was wearing the insulin pump during the incident. The caller indicated that the insulin pump had over delivered insulin. Troubleshooting was not completed but the insulin pump had been downloaded by the customer's doctor. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(6), 2017.